Manufacturer narrative:
Evaluation summary: customer reported "white liquid coming out of insertion tube even after cleaning(dirty colon)". However, there was no repair data that could determine the cause. We checked the returned unit and confirmed that the operation channel resistance. Based on the result, we concluded that it was caused due to the physical damage applied on the operation channel. In addition, we confirmed that the light guide cable buckled, the lg cable connector fluid damage, the control body fluid damage, the operation channel scratched, the ccd driver pcb incorrect, the insertion flexible tube (ift) bump, the lg prong top loosened, and the operation channel scratched; however, they are not the main cause, and/or irrelevant to the alleged complaint. Correction information: g6: follow up #1 h2: if follow-up, what type? H3: device evaluated by manufacturer? H6: coding changed based on the investigation. Additional information: h4: device manufacture date.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report that occurred in the united states involving a pentax medical video gastroscope model eg29-i10, serial number (B)(4). The customer indicated that there was white liquid coming out of insertion tube even after cleaning (dirty colon). The customer stated "the patient had a very bad prep. During the case, the physician would suction the fluids out, and it would be a thick substance that would suction through that the patient had internally." After this procedure was over, the facility had the technician begin reprocessing the endoscope but the fluids were too thick to be cleaned out all the way. Also, during the cailities purging of the endoscope in steris aer, the liquid was hard to remove due to bad prep of the patient. There was no report of a device malfunction or patient injury associated with the information provided. The customer reported that the patient was poorly prepped. Additional information indicated that the eg29-i10 was used to perform a sigmoidoscopy on a patient that had a prior colostomy. The use indicated that due to the short remnant of the colon it was easier to use a shorter endoscope. The customer owned endoscope was received by pentax medical for evaluation on 21-jul-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician documented the following inspection findings: operation channel- primary mild scratch inside, insertion tube bump at stage 1, passed wet leak test, lightguide prong cover glass set loose, passed dry leak test, right /left angulation knob play, fluid invasion not observed in control body, fluid invasion not observed in pve connector, umbilical cable single buckled under pve root brace. The endoscope is pending inspection and biological sampling as of 13-aug-2021. Model eg29-i10, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service.